Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances, oversensing and noisy signals. Isometrics performed were able to reproduce the noise. It was noted that undersensing was observed when noise was not present. It was also noted that this ra lead is a competitor lead. At this time, the ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).